Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton where they were able to duplicate the reported image issue. It was found that when the cable of the video baton was manipulated, the image would disappear intermittently. Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was manipulated. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.